Event description:
It was reported that during the reprocessing of a prograsp forceps instrument, a broken wire was found. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported was insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and the additional finding of tube abrasions with material removed found during failure analysis, could likely cause or contribute to an adverse event if the failure mode were to recur.